Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this right ventricular (rv) was presented to the hospital after experiencing a syncopal episode. Interrogation of their implanted system indicated inappropriate anti-tachycardia pacing and an inappropriate shock were delivered with a high out of range shock impedance measurement of greater than 125 ohms. This caused the device to exhibit code 1005 which is indicative of a shock being delivered into an open circuit. Oversensing of noise causing pacing inhibition and loss of capture was also observed on the rv channel. An x-ray confirmed the rv lead had fractured due to a clavicular crush. Surgical intervention was performed and the rv lead was abandoned and a temporary pacing system was implanted in the patient as they were pacemaker dependent. No additional adverse patient effects were reported.